Event description:
Dealer states he is just now setting it up for a patient and the battery indicator lights are not registering that it is holding a charge. Dealer is not certain if it is not holding a charge or not, because the lights will not show that it is charge. He states it has been on the charger for about 10 or 15 minutes and the lights do not show that it's charging.

Manufacturer narrative:
The device was evaluated by the returns department which found that the hoses are defective and the sieve bed is saturated. Battery indicator light malfunction was not confirmed.

Event description:
Dealer states he is just now setting it up for a patient and the battery indicator lights are not registering that it is holding a charge. Dealer is not certain if it is not holding a charge or not, because the lights will not show that it is charge. He states it has been on the charger for about 10 or 15 minutes and the lights do not show that it's charging.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.